Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient developed an infection. The device and two leads were explanted. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.